Manufacturer narrative:
(B)(4). Method: the complaint rt125 infant bias flow breathing circuit was returned to fph in (B)(4) for investigation where it was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test result was outside of specification. Conclusion: we were unable to determine what may have caused the reported complaint. All rt125 infant breathing circuits are visually inspected and pressure and flow tested prior to distribution, and those that fail are rejected. The subject rt125 infant breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt125 infant bias flow breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a crack was found on the swivel wye of an rt125 infant bias flow breathing circuit. This was discovered before patient use.